Event description:
Patient reported, the infusion device displayed several e4 occlusion errors over the past 2-3 weeks. This resulted in elevated blood glucose, and the patient received stationary treatment at the hospital on (B)(6) 2012 after blood glucose elevated to above 500 mg/dl. The infusion device was replaced and requested for evaluation. No further information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.